Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), during induction testing, there was a message of 'telemetry lost'. Telemetry re-engaged and induction was completed; the patient received a 31 joule shock and the device was charging to 41 joules without the staff knowing what was happening. It was noted that the 41 joule shock was successful. A second round of induction testing was performed and again, 31 joules did not convert the patient, but 41 joules converted successfully. The patient was allowed to recover before the third round of induction testing. The device was reprogrammed to reverse polarity and the patient was medicated. The patient went into respiratory arrest due to the anesthesia and not due to the high dft's or telemetry issues. The patient had a nips done the next day and dft's were successful at 31 j. The patient was noted to be doing fine. The serial number of the programmer was no longer available.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.